Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (ess205) (batch no. 20723- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, depression, anxiety, psychosis, vulval itching, libido decreased, burning micturition, sexual dysfunction, vaginal dryness, bartholin's cyst and vaginitis bacterial. Concurrent conditions included hot flashes, irregular menstrual cycle, menopausal syndrome, pre-menstrual tension syndrome, abdominal pain lower, dysuria, uti, uterine leiomyoma, menometrorrhagia, uterine leiomyoma, constipation, urinary incontinence and micturition urgency. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2007, the patient experienced vaginal disorder ("vaginosis"), 8 months 23 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced cyst ("tumor / teratoma / cancer type: cysts") and irritable bowel syndrome ("irritable bowl syndrome"). On (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced psychotic disorder ("psychosis"), depression ("depression"), anxiety ("anxiety"), skin texture abnormal ("my skin is flabby"), dry skin ("dry skin"), pruritus ("skin itches"), vaginal discharge ("vaginal discharge/leukorrhea") and bipolar disorder ("bipolar disorder"). The patient was treated with escitalopram oxalate (lexapro), hydroxyprogesterone caproate (hydroxyprogestrone), ibuprofen (motrin), loratadine (lortab), medroxyprogesterone acetate (depo provera), metronidazole, mirabegron (myrbetriq), morphine, naproxen sodium (anaprox), olanzapine, solifenacin succinate (vesicare), valproate semisodium (depakote) and surgery (on (B)(6) 2007, hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain had resolved and the mood swings, genital haemorrhage, vaginal disorder, psychotic disorder, depression, anxiety, skin texture abnormal, dry skin, pruritus, bladder disorder, urinary tract disorder, dysmenorrhoea, cyst, fatigue, irritable bowel syndrome, dyspareunia, vaginal discharge and bipolar disorder outcome was unknown. The reporter considered anxiety, bipolar disorder, bladder disorder, cyst, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, mood swings, pelvic pain, pruritus, psychotic disorder, skin texture abnormal, urinary tract disorder, vaginal discharge and vaginal disorder to be related to essure (ess205). The reporter commented: insertion date as per pfs: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.; on (B)(6) 2007: (as per mr): bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: ¿update of information (batch is not valid) product technical compliant. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 20723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, depression, anxiety, psychosis, vulval itching, libido decreased, burning micturition, sexual dysfunction, vaginal dryness, bartholin's cyst and vaginitis bacterial. Concurrent conditions included hot flashes, irregular menstrual cycle, menopausal syndrome, pre-menstrual tension syndrome, abdominal pain lower, dysuria, uti, uterine leiomyoma, menometrorrhagia, uterine leiomyoma, constipation, urinary incontinence and micturition urgency. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced vaginal disorder ("vaginosis"), 8 months 23 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced cyst ("tumor / teratoma / cancer type: cysts") and irritable bowel syndrome ("irritable bowl syndrome"). On (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced psychotic disorder ("psychosis"), depression ("depression"), anxiety ("anxiety"), skin texture abnormal ("my skin is flabby"), dry skin ("dry skin"), pruritus ("skin itches"), vaginal discharge ("vaginal discharge/leukorrhea") and bipolar disorder ("bipolar disorder"). The patient was treated with escitalopram oxalate (lexapro), hydroxyprogesterone caproate (hydroxyprogesterone), ibuprofen (motrin), loratadine (lortab), medroxyprogesterone acetate (depo provera), metronidazole, mirabegron (myrbetriq), morphine, naproxen sodium (anaprox), olanzapine, solifenacin succinate (vesicare), valproate semisodium (depakote) and surgery (on (B)(6) 2007, hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain had resolved and the mood swings, genital haemorrhage, vaginal disorder, psychotic disorder, depression, anxiety, skin texture abnormal, dry skin, pruritus, bladder disorder, urinary tract disorder, dysmenorrhoea, cyst, fatigue, irritable bowel syndrome, dyspareunia, vaginal discharge and bipolar disorder outcome was unknown. The reporter considered anxiety, bipolar disorder, bladder disorder, cyst, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, mood swings, pelvic pain, pruritus, psychotic disorder, skin texture abnormal, urinary tract disorder, vaginal discharge and vaginal disorder to be related to essure (ess205). The reporter commented: insertion date as per pfs: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.; on (B)(6) 2007: (as per mr): bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea,pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: mood swings, abnormal bleeding (general), vaginosis, psychosis, depression, anxiety, my skin is flabby, dry and itches constantly, bladder or urinary problems or changes,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cysts, pain, fatigue, irritable bowl syndrome, vaginal discharge leucorrhea, bipolar disorder. Event outcome was added for pelvic pain. Lot number was added. Concomitant drugs, treatment drugs, concomitant conditions and historical conditions were added. Lab data and reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.